Event description:
The aln ivc filter failed to deploy from its filter holder into the sheath, which was already in the pt; the legs of the filter buckled in its filter-holder. The ivc filter was removed adn an add'l ivr filter was opened and deployed successfully in pt.